Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and tubing was detached. Customer refused to troubleshoot for high blood glucose. Infusion set will be return for analysis but insulin pump will not be return for analysis.